Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to the post market surveillance department upon follow up with the customer on 02/19/2021 that a fluid leak had occurred between the cassette and a solution bag during their pd treatment. The patient stated that the connection was not tight enough. The patient stated that there were no holes in the bag. Upon follow up conducted on 02/22/2021 the patient¿s peritoneal dialysis registered nurse (pdrn) stated the patient had reported to them that one of their solution bags had leaked and caused air to get into the lines. The pdrn stated the patient did not tell them what had caused the leak and could not confirm if the leak was from the connection to the cassette. The pdrn stated they confirmed with the patient that no solution had gotten on the cycler and the cycler was okay for the patient to continue using. The product information for the solution bag was unknown. The pdrn stated that the patient did not develop any symptoms, adverse events, injuries, or require medical intervention as a result of the reported event. The samples were reported to be discarded and not available for return to the manufacturer for physical evaluation.